Event description:
The customer reported that the patient received a 1st and 2nd degree burn while the forcefx was used with a competitor's pad and pencil. Surgery time was extended by more than 30 mins.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.